Event description:
It was reported that the lead warning triggered, and the right atrial (ra) lead exhibited a brief drop in impedance. It was noted that the p waves were consistently low. The lead will continue to be monitored, and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.